Event description:
A pt service representative (psr) contacted zoll customer support while attempting to fit a (B)(6) female pt to report that she could not connect the electrode belt to the monitor the pt was fit with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt will not connect) was confirmed. As received, the trunk cable connector housing was broken. The connector locking numb was missing, which would prevent the electrode belt from properly securing into the monitor. The root cause for the missing locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.